Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ optima protector had the expansion chamber burst causing leakage. The following information was provided by the initial reporter: "  it was reported by the consumer the bubble popped in the phaseal causing leakage. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ optima protector had the expansion chamber burst causing leakage. The following information was provided by the initial reporter: "  it was reported by the consumer the bubble popped in the phaseal causing leakage. "

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2109402, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Five retained samples of lot 2109402 were used for additional evaluation. The product was visually inspected, no damage or other defects were observed. Functional testing was performed, connecting the protector sample to both a vial, injector, and syringe per the instructions for use provided with the product. In all cases the expansion chamber expanded properly, liquid was able to be drawn from the vial, the expansion film did not burst, no leakage into the expansion chamber was observed, and the product functioned as intended. Product undergoes a series of testing during manufacturing to ensure the quality and functionality of the device, all records were reviewed for the reported lot and results were found to be acceptable. Based on the available information we are not able to determine a root cause related to our manufacturing process at this time.

Event description:
It was reported that bd phaseal¿ optima protector had the expansion chamber burst causing leakage. The following information was provided by the initial reporter: "  it was reported by the consumer the bubble popped in the phaseal causing leakage. "